Manufacturer narrative:
The customer reported that the device intermittently would not pass operational check for the therapy cable. There was no pt involvement. The device was evaluated at philips, and the symptom was verified. Replacing the therapy cable and therapy port resolved the issue. This is a malfunction related to an intermittent electrical connection between the therapy cable and therapy port.

Event description:
The customer reported that the device intermittently would not pass operational check for the therapy cable. There was no pt involvement.